Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number jk6632 is invalid for of2924x. Please provide the correct product code and lot number for this complaint.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) and suture was used. During suture of band of rectus muscle (due to a caesarean section of 45 minutes), there was the rupture of the needle in two pieces. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: device identification, concomitant medical products, device evaluated by MFR, device manufacture date, evaluation codes. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Device evaluation summary: the actual device was received for evaluation. The component was identified as product code w9262t. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/28/2019. Additional information was requested and the following was obtained: please provide the correct product code and lot number for this complaint. Correct product code is w9262, w.lot number jk6632.